Manufacturer narrative:
Date sent to the FDA: 4/17/2022.

Manufacturer narrative:
Date sent to the FDA: 09/08/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent laparoscopic recurrent left inguinal hernia repair surgery and transabdominal preperitoneal surgery on (B)(6) 2017. It was reported that the patient underwent surgery on his left groin to remove a meshoma on (B)(6) 2018. It was reported that the patient experienced severe and chronic debilitating pain, a bulging abdomen, mesh migration, mesh contraction, scarring, inflammation, adhesions, meshoma, sexual dysfunction and emotional distress. No additional information was provided.